Manufacturer narrative:
Age at time of event: unknown. The patient¿s birth year was used to determine a placeholder age for this field. Date of birth: unknown. The patient¿s birth year was used to determine a placeholder date for this field. Initial reporter phone#: (B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 0322641. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter with prn adapter broke from the hub during the surgery. Surgical consultation was contacted and the patient underwent an emergency b-ultrasound, relocating to the operating room afterward to surgically remove the broken piece. However, the broken catheter could not be found. The following information was provided by the initial reporter, translated from chinese to english: "the catheter is broken, it was not sure whether it's inside or outside the body. The patient is undergoing an imaging examination." After the patient was treated with colonoscopy, the doctor ordered fluid rehydration therapy. The nurse was establishing a superficial vein indwelling in the left forearm for the patient. The puncture went successfully, and the tourniquet was sent after the blood returned. When the needle core was withdrawn, the hose was found to be broken (the broken end was visible at the time). The nurse immediately put a tourniquet above the puncture point to block the blood flow. The colleague called the doctor nearby. Contact the surgical consultation immediately. Send the patient to emergency b-ultrasound positioning. Afterwards, he was directly sent to the operating room to remove the foreign matter in the left upper limb. Intraoperative b ultrasound director assisted. A number of chief physicians have been investigating for a long time. The broken pipe could not be found.